Event description:
It was reported that during an unknown procedure, cannot be mounted on staple jaw. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch #321c55. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45d reload was returned unfired with the reload pan bent and partially dislodged from the proximal end. In addition, 6 double drivers missing and 6 double drivers out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number 321c55 were reviewed, and no non-conformances were identified. The manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.